Manufacturer narrative:
This icp monitor was received by spiegelberg for repairs because it showed an e9 error code. This error message, which is considered as a safe state of the device when an error occurs, appears shortly after the initialization of the icp monitor and remains. The risk associated with the appearance of this error code is considered as acceptable. Since the distributor classified the complaint as general customer dissatisfaction, no pt. Was harmed.

Event description:
An icp monitor displayed an "e9" error code.